Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are not straight, they are moving back while they await for replacement aligners. They were seen by their dentist who informed them not to continue with byte aligners. Their dentist referred them to ortho for braces. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.